Manufacturer narrative:
Regulatory report correction made to capture the report of a serious injury received on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device. Other components include: product ID: 8781, lot# n702073005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that during an implant on (B)(6) 2017 an issue arose. The healthcare professional (hcp) was trying to remove the sutureless (sc) connector and the plastic piece separated from the metal. The catheter connector head piece was broken/detached (not on securely) and on the pump segment white plastic came loose from the metal part. The hcp had difficulty so it was replaced with a catheter pump segment revision kit. In addition, a new collette was used from an anchor tool kit. No symptoms were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative. The pump serial number was provided. It was reported that the cause of the defect was not determined, but was resolved with revision pieces. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.